Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the number 8 contact was out of range. The manufacturer representative programmed around this electrode with good coverage achieved. The manufacturer representative did not program contact 8, as he was able to get the stimulation needed without this contact. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.